Event description:
Information received from the field notes >2000 ohms lead impedance. All other measurements were normal and a chest x-ray showed no signs of dislodgement or fracture. During one follow-up, the patient's rhythm was sinus bradycardia and almost totally pacemaker dependent. A subsequent visit noted the patient to be in junctional rhythm at 40 bpm. The patient had no complaints or symptoms. The patient will be monitored.